Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. Unable to perform the basic occlusion, occlusion, excessive no delivery alarm due to prime fill anomaly. However, unit passed the displacement test. Moisture damage was found on the motor home switch.

Event description:
Customer reported that he went to the emergency room due to the insulin pump was malfunctioning. Customer stated that he was connected through the priming process and that the insulin pump just kept shooting insulin and he received 40 units of insulin. Nothing further was reported.